Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was oversensing, causing inhibition of pacing on the ventricular channel. It was further reported that an invasive procedure had been performed to tighten loose setscrews. This reduced the baseline noise, however the ICD continued to oversense.